Manufacturer narrative:
(B)(4). Batch # n54f4e. The analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received with the knife not completely within doghouse and the swing tab in the locked position. The cartridge reload was fully fired. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 09/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during ileostomy repair after firing, knob did not return to the starting point. It was discarded and replaced by new body. There were no reported patient consequences.